Manufacturer narrative:
The stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 16th and 17th distal stent segments with struts raised. There was slight deformation to the distal tip. It was not possible to load a 0.015 inch mandrel through the inner lumen due to hardened blood/contrast. Slight stretching was evident to the distal shaft. Please note that this device (B)(4) is not marketed in the united states; however, it is similar to the united states marketed product (B)(4). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use an endeavor resolute drug eluting stent to treat a lesion by pci procedure. The procedure was prompted by coronary artery disease. The device was inspected and no abnormality was noticed prior to use. Lesion was pre-dilated. Resistance was noted during advancement of the device, excessive force was not used. During the procedure, it was reported that the stent could not cross the lesion. The physician used another stent to complete the procedure. Physician has assessed the event as not being related to the device. The returned device exhibited stent deformation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.